Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarms on system controller (B)(6) was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed intermittently from 19:01:36 on 01sep2025 to 9:39:47 on 07oct2025. At this time, the backup battery differential voltage was measured to be too large, triggering the backup battery fault alarm. Intermittent memory tag faults associated with the backup battery exchange were observed on 07oct2025. The system controller was exchanged on (B)(6) 2025 in response to the backup battery fault alarms. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Provided information indicates after the controller was exchanged, the alarms resolved. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 13feb2024. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and no external power alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was currently admitted and was having backup battery (ebb) fault alarms. The battery was exchanged and the alarm continued. The site was in the process of getting ready to exchange the controller when the alarm stopped. Log files were attached from after the battery exchange and after the alarm resolved. The controller was not exchanged. The event log file recorded a backup battery fault event at (B)(6) 2025. This event appeared to have occurred after the system controller attempted a load test. The data indicated that the fault was cleared and returned several times during this history. The controller was then successfully exchanged and the alarms resolved.

Manufacturer narrative:
Further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.